Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported experiencing painful and uncomfortable overstimulation when the lead was being pulled out during removal of the trial. The healthcare providers reportedly did not turn off the external neurostimulator prior to removing the lead. The stimulation was "too high," causing the patient to shake; the event "traumatized" the patient. Outcome remains unknown. Follow-up was conducted to obtain additional information.